Event description:
A home patient's (hp) spouse contacted baxter's technicial service center regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during patient's automated peritoneal dialysis therapy. Reportedly, the hp disconnected patient's transfer set from the patient line of the homechoice set during a dwell phase, without pausing therapy. The hp did not return in time for the following drain cycle. When the hp returned patient noted the homechoice machine in drain and as a result, reconnected to the setup. Moments later, the hp received the system error 2240 alarm. Baxter's technical service center assisted the hp's spouse in ending therapy early. Per the hp's nurse the hp subsequently presented to the unit 24 hours following the reported system error 2240 alarm with abdominal pain. The hp was then diagnosed with peritonitis and was initially treated with 1g cefazolin ip and 1g ceftazidime ip pending the effluent culture and sensitivity results. Post effluent culture and sensitivity result treatment consisted of 1g cefazolin ip daily for 2 weeks. "The patient has not fully recovered, however, the patient is responding well to the treatment". No hospitalization has been reuqired to date.